Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead conductor fracture was alleged and diagnostic imaging was performed but was unable to be confirmed. The rv lead is currently being monitored. The patient was in stable condition.